Event description:
(1/2, reference cc-(B)(4) for related complaints) (documenting pump) it was reported that a no disposable pump won't run alarm was experienced. Air in line, green flow stop. Patient not affected. No additional information available.